Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy at the selected energy level. The device would only charge to 2 joules. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.